Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's left hip due to dislocation.

Manufacturer narrative:
An event regarding alleged dislocation of left hip involving a omnifit m/s psl shell 52mm was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed because the reported lot number was not valid. Complaint history review: a review of the complaint history review could not be performed because the reported lot number was not valid. Conclusions: the exact cause of the event could not be determined because the product was not returned for evaluation or properly identified and limited patient information was provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's left hip due to dislocation.